Event description:
The reporter stated that the tubing on the syringe line separated from the female luer lock. No pt injury or treatment associated with this event. Date of incident unk.

Manufacturer narrative:
The exact lot number involved in the incident was not known however, the following lot numbers were on the floor at the time of the incident: 32h140089, 34e13d0008, and 33j070023. These lots were MFR in 8/02, 05/04, and 10/03. Tubing and luer locks on 2 of the returned units measured per spec. The tubing on 1 of the 4 units had the tubing broken off inside the taper of the luer lock and appears to have been due to force being applied at the concnection. The remaining unit could not be evaluated due to the condition of the returned unit. Issue is most likely due to force exceeding 4 pounds has been applied causing the tubing to separate and break. Issue being monitored. The device history records were reviewed and found to be acceptable. Medex was able to confirm this issue and determine the possible cause. The issue is being monitored. No add'l action necessary at this time. Medex considers this MDR closed with this report.